Event description:
It was reported that the device was unable to be interrogated. The device remains implanted due to the patient being in an unhealthy condition unrelated to the device.

Manufacturer narrative:
(B)(4).